Event description:
A report was received that the patient had difficulty charging the ipg. X-ray was taken and revealed ipg migration wherein the ipg had flipped on a side. The patient underwent revision wherein the ipg was placed in a new pocket site.

Event description:
A report was received that the patient had difficulty charging the ipg. X-ray was taken and revealed ipg migration wherein the ipg had flipped on a side. The patient underwent revision wherein the ipg was placed in a new pocket site.